Event description:
Clinic notes dated (B)(6) 2013 note that the patient recently experienced a right sided seizure which is unusual for him. It was noted that the vns has reduced the severity of the patient's seizures. Clinic notes also note that "it appears this visit that vns generator is no longer working." The patient was referred to surgery. The clinic notes indicate that device diagnostic testing was within normal limits. It was later reported that a vbat warning was received prior to referring the patient for surgery. It was also reported that the device was not able to be communicated with which was believed to be due to the device being at end of service. The generator was replaced on (B)(6) 2013. The product has not been returned for analysis to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the generator was discarded by the explanting facility and will not be returned for analysis.

Manufacturer narrative:
.